Manufacturer narrative:
No malfunction suspected; the end user reported while operating the power wheelchair on a sidewalk, instead of finding a sidewalk cutout to cross the street, the end user drove off the curb and fell. Hoveround's owner's manual warns "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles and other people, loss of control, or falling from the power wheelchair, drive in proper environments: never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator."

Event description:
The end user states while operating their power wheelchair on a sidewalk, the end user drove off the curb and fell.